Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited impedance greater than 2000 ohms and loss of capture. The lead remained implanted.

Event description:
New information on (B)(6) 2015 notes the lead continues to exhibit high impedance. The lead was capped and replaced on (B)(6) 2014.